Manufacturer narrative:
Corrected fields: e1, e2, e3, g2 of the initial mw should not have healthcare professional selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material" was caused by a reprocessed was not properly due to leak caused by damage of the biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water tube had foreign objects, jet tube had foreign objects and the air/water cylinder had foreign objects. There was no patient involvement.